Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was blank. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report.device evaluation: the device was not returned to zoll medical corporation for evaluation. The customer received a replacement front panel membrane to resolve the malfunction. Our analysis of data indicates for reports of this type is attributed to high contact resistance within the front panel membrane and that the keys do respond however they need to be pushed harder to activate. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's front panel membrane was difficult to acuate. Complainant indicated that there was no patient involvement in the reported malfunction.